Manufacturer narrative:
Visual inspection of the returned ep-workmate cpu revealed no anomalies. Ac power was applied to the unit and the power on self-test (post) and boot process was observed. The tp workmate pc powered up with status indicator on the front panel appearing as normal and proper video outputs also observed on both the real time and review screen the onboard raid controller reported the status of the raid0 (stripe) was normal; however, this raid level does not support fault tolerance (data redundancy) and is not a factory configuration. Disk management indicated there was 149gb of unallocated space remains within the array. A communication test was performed with a known good test amplifier at the correct rate of approx 2000 packets/second without missing packets ro errors being recorded. The system registry was reviewed and found both primary data and cathmap directories were redirected to unk network locations. This setting would trigger a system alert each time the workmate application startup as the application was forced to switch to secondary locations. The current IFU instructs that these settings should not be altered. A test study was performed and confirmed the workmate pc was functioning normally. An additional pacing test with reported settings confirmed the system was performed as intended. The pc was exercised through many functions and was allowed to run-in with a complete epwm system for 24 hours without observed application errors or unexpected restarts. Pc diagnostic was performed with the hp insight diagnostics program and full diagnostics was initiated. The unit passed full diagnostics. The drive protection system (dps) self-test also confirmed both hard drives were functioning normally. The signal conditioning unit (scu) was also evaluated. The scu passed all testing and functioned as intended. After reviewing the recorded study, it was determined that there was communication problem causing a small number of packets to be lost in transmission between the scu and the ep-workmate pc. This was evident in the recording signal tracings which showed the 60 hertz notch filter signal would intermittently get larger in amplitude and then decay. This indicates that the notch filter was being reactivated intermittently. The notch filter was being reactivated because data from the scu was intermittent. The cycle length of the 60 hz noise signal was also analyzed and it was found that there were discontinuities in the cycle length in some segments of the waveform from one cycle to the next. This type of discontinuity can only be caused by discontinuities in the signal data. To further confirm the suspected communication data loss, the pt study event log was reviewed to check the data transmission rate at the time of the complaint. Analysis of the data recorded in the event log showed that the communication rate was lower than normal and out of the normal specified range. Normal communication data rate is specified to be 2000 packets per second +/- 0.2 packets per second. The event log showed that on (B)(6) 2011, the data rate was calculated to be 1888.7 packets per second which was out of specification. The result symptom of the intermittent communication was that the timing of the displayed electrograms and the pace maker were incorrect. Because of this timing error the on-screen beat to beat analysis for the electrograms and the s1, s2, s3 , and s4 interval analysis for the stimulus marker were incorrect. A complete ep-workmate system was returned for evaluation and has been through extensive hardware diagnostics. Several attempts were made in an effort to reproduce the symptom in relation to the communication error but the symptom was not reproduced. The ep-workmate system passed full hardware diagnostics tests and performed as intended. The ep-4 stimulator pacing outputs were measured during functional testing and it was found that all records measurements values were within the specified manufacturing test limits. DHR review of the device history record confirmed this serial number met mfg requirements prior to shipment. The root cause classification is consistent with operational context as it was suspected that the reported symptom was possibly caused by environmental or setup issues such as cable connectivity or connector instability that may have affected communications between the system components. It is not suspected that the ep-4 output was affected, but rather only the display of the electrogram and ep-4 pace marker signal data that were affected.

Event description:
The same event as MFR report 2184149-2012-00003. This event is reportable based on the investigation completed on 04/10/2012. It was reported the ep-4 stimulator was delivering stimulation incorrectly on the f8 protocol. There was no harm to the pt and the case was able to be finished. The investigation revealed a communication problem that resulted in the timing of the displayed electrograms and the pace marker to be incorrect.